Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to be within specification during testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump shut down without any alarms when unplugged during therapy (drug, volume, rate, dose, care area and patient outcome unknown). Upon initial customer investigation of the pump event history log, there was no indications of improper shutdown or battery-related errors. The last sequence of user action showed a user-initiated shutdown of the pump. Last operation showed user initiated infusion stop. There was no known patient injury or medical intervention associated with this event. No additional information is available.